Event description:
Boston scientific received information that during an implant procedure undersensing was noted on this implantable cardioverter defibrillator (ICD) causing therapy to be delivered when not required. The undersensing was less than 60 seconds. The ventricular and ventricular fibrillation (vf) were undersensed during defibrillation threshold (dft) testing, which resulted in the medical personnel performing a stat shock. This right ventricular (rv) lead was successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
At this time the ICD and rv lead remain in service. Should additional information become available this investigation will be updated.